Event description:
It was reported that the video system center displayed no endoscopic video images. The issue occurred when inspected during setup for a diagnostic procedure before patient entered the room. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.